Event description:
It was reported that during an implant procedure, the right atrial lead helix appeared stuck. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the connector was bent. The distal electrode was also bent. Visual analysis noted the lead was damaged at implant, and that the helix could not be extended due to the bent is-1 pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.